Event description:
Boston scientific received information that during a routine pulse generator (pg) change out for the patient with this lead, it was discovered this lead had previously been capped. It was thought the lead was active. Subsequent information from the local field representative (fr) indicated that it was likely the lead had dislodged and had stopped capturing. The fr had came to that conclusion from the fluoroscopy that was performed at the pg changeout procedure. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.